Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 300 dialyzer, an external blood leak was observed ¿at the filter¿. It was reported the blood returned to the patient. It was reported the blood loss was less than 150 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.